Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the dr did not pre-insufflate the abdomen before using the device. During insertion, the dr cut the iliac veins, 5-20mm, causing the blood pressure to drop. The pt underwent two additional re-operations then expired.